Event description:
It was initially reported that prior to use the orbit galaxy tight distal loop complex fill 4 x 12 coil detach before using the syringe, however additional information indicated that the physician made a little kink in the pusher wire, on bending it straight, the wire broke immediately. The device was drawn out from the plastic hoop without problems. Other than the reported event, no other damages were noticed with the devices, (coils-unraveled, kink, bend, fracture, separated, etc. Introducer (kink, bend, fracture, separated, etc.), and the coil is going to be returned for analysis along with another device. The procedure was completed successfully with other coils. The physician pointed out that these (galaxy) coils never break so fast, if they even break at all, so he was surprised and asked us to investigate. The intended target site was a basilar tip aneurysm.

Manufacturer narrative:
It was initially reported that prior to use the orbit galaxy tight distal loop complex fill 4 x 12 coil detach before using the syringe, however additional information indicated that the physician made a little kink in the pusher wire and when bending it straight, the wire broke immediately. The device was drawn out from the plastic hoop without problems. Other than the reported event, no other damages were noticed with the device; the coil was not unraveled or fractured, etc. The procedure was completed successfully with other coils. The physician pointed out that the galaxy coils never break so fast, if they even break at all. A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. Based on the reported information, the stretched condition did not occur during procedural use. The device was inspected under microscope; the device was received in tangled condition. The gripper, introducer and support coil were found without damage while the embolic coil was found stretched. The hypotube was inspected under microscope and appears that it was kinked before it was broken/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported delivery tube separation was confirmed. Based on the reported information and the microscopic analysis, it was due to kinking followed by straightening, with no other identified manufacturing issues related to the event. The instructions for use precautions that the detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. Neither the analysis nor the device history records review indicates that the reported event is related to the manufacturing process, with procedural factors appearing to have contributed to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and broken. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The device was inspected under microscope; the device was received in tangled condition. The gripper, introducer and support coil were found without damage while the embolic coil was found stretched. The hypotube was inspected under microscope and appears that it was kinked before it was broken/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "delivery tube - separated during prep" was confirmed. The damage found on the device and the failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages due to as per microscopic analysis the hypotube appears that it was kinked before it was broken. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.